Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before a bariatric sleeve procedure, the product was never opened as the plastic was cracked. At the corner where you open the device, the hard plastic underneath was cracked, making the device non-sterile. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r93n2k. The analysis results found that the harh45 device was returned along with the packaging. Upon visual inspection, it was observed that the blister from the packaging was damaged and a piece still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot/batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging/manufacturing process.